Event description:
It was reported that a health care provider (hcp) presentation was given and contained a case study of a patient who experienced pain and had an unknown quantity of implanted screws that were discovered to have broken. The patient was revised with an unknown plate system. This report is for an unknown quantity of unknown screws. (B)(4).

Manufacturer narrative:
This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information was requested but has not been received to date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.